Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance reason. This ra lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance reason. This ra lead was replaced with the same model. No additional adverse patient effects were reported. Additional information was received indicating that the ra lead was dislodged, which was confirmed by an increase in pacing threshold and fluoroscopy.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance reason. This ra lead was replaced with the same model. No additional adverse patient effects were reported. Additional information was received indicating that the ra lead was dislodged, which was confirmed by an increase in pacing threshold and fluoroscopy.